Event description:
It was reported that pt's trial procedure was aborted due to a dural puncture that resulted in csf leakage. It was also reported the pt did not show symptoms consistent with csf leakage (headache, nausea & dizziness). Follow-up identified the pt has not reported any symptoms post-operatively and "everything has been fine."

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.